Event description:
The product was used during a colon resection procedure. Reportedly, the instrument was difficult to close and caused tissue trauma and bleeding. The surgeon manually sutured and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.